Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully implanted three smart coils in the target vessel using the microcatheter. Next, the physician advanced a fourth smart coil to the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach after two attempts. The physician then attempted to manually detach the smart coil but was unsuccessful. While attempting to remove the smart coil, the physician experienced resistance and subsequently, the smart coil unintentionally detached inside of the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil pusher assembly confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated, the pull wire was retracted out of the ddt, and the embolization coil was detached. This type of damage typically occurs during a successful detachment attempt. Therefore, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.